Event description:
It was reported that after a stem cell injection (part of the aastrom ixcell dcm clinical study), a femoral artery occlusion was noticed by the lack of pulse in the lower extremities. Caller reported that the occlusion was confirmed in the or. An endartectomy was performed on the patient. The patient was reported to be in the ICU and in stable condition. The patient had a fair degree of atherosclerotic plaque and vascular thought there was a dissection in the femoral artery related to the puncture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).